Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2026 in complete heart block (chb). Review of the remote transmission noted that the right ventricular (rv) lead exhibited loss of capture. Device interrogation revealed that the rv capture threshold was higher than the programmed output. Rv output was increased and the rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition post-procedure.